Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion. It was also reported that the right ventricular (rv) lead exhibited micro dislodgement and high thresholds. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced discomfort, bradycardia with complete heart block. It was also further reported that the rv lead exhibited diminished r waves, lead dysfunction and non-capture. It was also reported that perforation had occurred. Repositioning was attempted prior to explant and subsequently a pericardial drain was required to drain the effusion.